Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stone basket broke during a procedure. No pieces were left in the patient and no injury occurred to the patient. There were no complications to the procedure. The physician used another device to complete the procedure.